Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A customer reported to fresenius (B)(4) that a 2008k2 machine experienced low temperature. There was no patient involvement since the event occurred before treatment and the patient was not connected. A fresenius (B)(4) technician was scheduled to service the reported machine. A fresenius (B)(4) technician replaced the damaged thermal bar as the fuse power supply was burnt. The fresenius (B)(4) technician proceeded to calibrate the temperature and test the machine. The machine passed all the testing and a disinfection was conducted. The machine was left operating and ready for use. There were no parts being returned.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.